Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 341832, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5077784, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.